Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient has passed away. We are unable to obtain anymore information on the event.